Event description:
Complainant alleged that during set-up of the device prior being used on a patient the device failed to power up. Complainant indicated that there was no patient involvment in the reported malfunction.